Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system received a red call doctor icon (rcd) alert. The health care professional (hcp) called technical services (ts) to review the stored device data and inquire about the alert. Upon review, ts stated that the alert indicated high out of range shock impedances were detected. Ts also noted that this right atrial (ra) lead exhibited low out of range pacing impedances. The hcp noted that the ra lead low out of range impedance measurements is a known issue and is being currently monitored by the physician. At this time, this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).